Event description:
It was reported that a user experienced a pairing failure with a freestyle libre 3 plus sensor that was resolved after the user rescanned the sensor and the warm-up initiated, consistent with an intermittent communication failure. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided. Investigation of this case revealed an interoperability problem was identified between components, aligning with a temporary communication interruption with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to transient bluetooth interference resolved with standard troubleshooting.

Manufacturer narrative:
Initial.